Event description:
A male underwent initial aaa repair in 2007. One flex main body, two iliac legs, and one leg extensin graft were placed in a pt with a very complicated anatomy. Over time a distal endoleak developed so in 2008, another iliac leg graft was placed,. Endoleak resolved and pt is doing fine.

Manufacturer narrative:
The device is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The IFU also advises on appropriate follow-up so that leaks, should they occur, be identified and addressed before causing clinical problems. An internal clinical review of this report concluded that this event was the result of anatomical changes over time. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.